Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a post operative check following implant. It was noted that the capture thresholds on the right ventricular lead had increased. Dislodgement was confirmed. The lead was explanted . The patient was stable.

Manufacturer narrative:
The damage found was sustained during the procedure. The lead was otherwise normal.